Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states her wheellocks are not holding when she is on public transportation.